Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, it is unknown if the unit was in patient use at the time of the reported issue. The philips field service engineer (fse) inspected the system onsite and confirmed that wireless footswitch in the control room and it often loses wi-fi connection. Upon functional testing fse found that biplane footswitch in the control room and it often loses wi-fi connection. It was unable to complete repair due to room unavailability. The philips field service engineer (fse) moved the wireless footswitch receiver from the exam room table to the control room connection box. Test and verification were performed on the equipment and documented in the test and verification report in the next follow-up case, 0121840999. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch was intermittently losing connection during a procedure. No harm has been reported to philips. Philips has started an investigation of this complaint.